Event description:
This philips dealer reported device failures due to defective therapy board, the resistor r264 is then already damaged. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.